Manufacturer narrative:
Date rec'd by MFR: 25jun2019. Date of report: 28jun2019. The customer reported that the blower was replaced, the repair went well and unit tested out with no issues. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator alarmed for high blower temperature. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.